Manufacturer narrative:
(B)(4). The complaint breathing circuit kit is not expected to be returned to fisher & paykel healthcare for evaluation, as the hospital has reported that the breathing circuit has been discarded. Our analysis is accordingly based on the event description and our knowledge of the product. A lot check revealed no other complaints of this nature for this lot number. Without the return of the unsealed breathing circuit kit, we are unable to determine the root cause. However, it is unlikely that the unheated extension was missing at the time of production as all rt235 breathing circuit kits are checked and weighed prior to being distributed. If the unheated extension tube was missing, the weighing scale would have produced a visual and audible alarm, thereby alerting the production staff and the kit would have been rejected. Each breathing circuit kit consists of a number of components grouped together during production. There are standard operating procedures (sops) in place to assist operators on the production line correctly pack breathing circuits. This consists of a specific pack card detailing all components required which must be displayed at the packing station.

Event description:
A hospital in (B)(6) reported that the "proximal part of the inspiratory tubing" of an rt235 infant dual-heated evaqua breathing circuit kit was "missing." The hospital has further reported that the breathing circuit has been discarded. This was found prior to use.